Event description:
Patient reported that in last month v-go supply, numerous v-go's needle popped out while wearing the v-go. Patient stated that as she was wearing the v-go the needle would pop out without her retracting the needle. Patient placed the v-go's in question on her lower abdomen and back arm. Patient was properly cleaning the site before applying the v-go.